Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: h3, additional code added to h6 component code, additional code added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The provided device imagery was evaluated, and it was confirmed that the distal tip of the sheath was torn. The device was returned to edwards lifesciences for evaluation. Visual examination was performed, and the following was observed: the liner was fully expanded. The distal tip opened but was torn. Axial, radial and slant score lines were present at the intended location. Sheath material stretching along score lines. Due to the nature of the event, no applicable functional or dimensional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The sheath distal tip tear was confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by other manufacturing-related factors. Additionally, patient or procedural factors-such as challenging anatomy or non-coaxial advancement angles-may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. Although provided information stated that the patient's access vessels had "mild" calcification and tortuosity, and a minimum luminal diameter of 7.5mm, without imagery the vessel characteristics could not be confirmed. It is possible that one or more patient factors (access vessel calcification, tortuosity, undersized vessel diameters) may have been present during the procedure. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from the united kingdom by our edwards lifesciences affiliates, a torn distal tip of a 14fr esheath+ occurred during a transfemoral transcatheter aortic valve replacement procedure. Some resistance was felt when advancing commander delivery system through the esheath+, which was able to be seen on fluoroscopy and the valve "jumped" out of the sheath. However, there were no patient injuries. The patient was noted to be discharged and in a stable condition.